Manufacturer narrative:
Correction: please retract this report 2017865-2025-75496, review of additional information indicates that the device should not have been reported because elective replacement is a non-complaint, as there is no known malfunction of the specific device and elective replacement is not likely to cause or contribute to a death or serious injury since the patient is in a clinically monitored setting.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise oversensing and the patient's pacemaker had an unspecified issue. The rv lead was capped and replaced, and the pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.